Event description:
It was reported that the bd insyte autoguard bc shielded IV catheter experienced a needle retraction error. The following information was provided by the initial reporter: "when we push the button the needle does not retract at all."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-sep-2022. H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received one shipping box containing 4 dispenser boxes of sealed units of the 22gx1.00in insyte autoguard devices for the investigation. Functional testing was performed on a sampling of twenty randomly picked units for a slow or failed retraction. After tip adhesion break, the safety button was activated, and the needles retracted in the safety shield within specifications. The units were then re-engaged to test for premature retraction. All units again retracted within specification. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle retraction error. The following information was provided by the initial reporter: "when we push the button the needle does not retract at all."